Event description:
It was reported by service report that the footboard modules, and the power cord were damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - footboard modules.